Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose was 180-181 mg/dl. Customer reloaded the cartridge to address the issue.